Event description:
It was reported by the rep that (1) tlc75 and (2) tcr75's were used during an exploratory lap procedure for gi bleeding with diverticulum. The pt returned for a repair of an anastomotic leak using (1) tlc75 and (2) tcr75's. 2 weeks later the pt again returned for a repair of an anastomotic leak using another tlc75. In total, the pt returned twice following initial surgery with an anastomotic leak at the staple line.